Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent cannula (did not penetrate the skin) due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2022, the patient first went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level. Her highest blood glucose level was 600 mg/dl at the time of the event and had high ketone level which the healthcare professional assessed as dangerous/life threatening. Moreover, the infusion sets have been used for 24 hours . During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient was released from the hospital on (B)(6) 2022, with no permanent damage. Further, the patient again faced ten similar issue between (B)(6) 2023 to (B)(6) 2023. Therefore, the patient's blood glucose level was 400 mg/dl at the time of the event. The infusion sets had been used for 1-24 hours and the site location was patient abdomen.  Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.